Manufacturer narrative:
(B)(4). System analysis/service repair on april 29, 2014: the reported errors were confirmed. The system was unable to power up. It was determined that the issue was due to a faulty resonator. The resonator was replaced. The desiccant was changed and distilled water was refilled. The left brake pad was also replaced. The system was tested and verified to meet manufacturer¿s specifications. Product evaluation summary: the evaluation of the resonator noted coupler lens unclean. Coupler cable assembly pins were found corroded and pcb on coupler cable assembly was burnt as well. The power was noted to be unstable. Coupler was found down revision and stuck. The frozen indicator was observed to be purple. The coupler cable assembly and desiccant were replaced. The coupler lens was cleaned. The resonator was tested.

Event description:
It was reported that during a prostate procedure, the laser system displayed multiple error codes. After using two surgical fibers, the physician completed the case using an alternate procedure (button). Outcome: no patient injury reported.